Event description:
Device 3 of 3. Reference MFR. Reports: 1627487-2013-09053 and 1627487-2013-08054. It was reported (italy) the pt was not receiving effective stimulation for brain target capsula (off label use). High impedances were observed; however, reprogramming was not possible. The physician decided to replace the ipg and extension on (B)(6) 2013. Follow up info identified the issue was not resolved. The physician decided to replace the lead on (B)(6) 2013. The issue is now resolved and the pt is receiving effective stimulation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.